Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: buyer. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, the tip of an encircle tipless stone extractor broke off when removing stones. A second encircle tipless stone extractor's tip broke during removal of stones, captured under cook reference: (B)(4). A new device was used to complete the procedure. No adverse effects to the patient have been reported.

Manufacturer narrative:
Corrected information: b2, h6: component code (annex g). Event description: as reported, the tip of an ncircle tipless stone extractor broke off when removing stones. A second ncircle tipless stone extractor's tip broke during removal of stones, captured under patient identifier: (B)(6). Unspecified intervention was required to remove a foreign body in the patient. A new device was used to complete the procedure. No additional patient consequences were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle delta wire tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned without packaging, only the label was returned. The handle and the support sheath were not returned. The basket wire and basket sheath were returned unassembled. The wires of the basket were broken. A foreign substance can be seen at the distal tip. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The handle of the device was separated and not returned. The basket assembly had been pulled out of the basket sheath. Three of the four basket wires were broken. The broken ends of the basket wires were melted in appearance, indicating the wires were exposed to a laser or other electrified device during use. The IFU contains a caution to avoid contact with any electrified instrument. The cause for the complaint was determined to be a user issue. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H3: device evaluated by mfg. = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per mw5106819, received 14feb2022, unspecified intervention was required to remove a foreign body in the patient.